Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer on using a backup therapy to ensure insulin delivery and provided instructions for storage mode. A replacement pump with updated software was sent, and the customer was instructed to return the problematic pump within 10 days using a pre-paid label.